Event description:
IV piggy backed line of zosyn on the secondary tubing was found to have backflowed into the primary ns line. This has been a recurring problem at this facility, with over 15 incidents to date directly related to this back flow problem. Hospital has implemented intermediary steps since becoming aware of this issue, and have asked staff to record lot numbers of all tubing sets for more accurate identification of this problem.======================manufacturer response for smartsite infusion set for alaris pump, carefusion (per site reporter).======================the vendor met with biomed and rm at the hospital earlier this year. They indicated that this has been an issue with a particular possibly getting under the chamber closure mechanism which could cause the backflow into the primary line. They are working with the manufacturer of this part of the tubing.